Manufacturer narrative:
There was motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with a scratched lcd window, cracked display window corners, battery tub threads and reservoir tube.

Event description:
It was reported that the insulin pump alarmed no delivery when the customer was feeling the tubing of the reservoir. Then, the insulin pump alarmed motor error when the customer was rewinding the device. The customer's blood glucose was 129 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.